Manufacturer narrative:
Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying conduction abnormalities. Per the instructions for use (IFU), conduction abnormalities are a known potential complication after tavi. According to literature review and the (B)(4), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of heart block include underlying heart disease, electrolyte disturbances, and certain medications (i.e beta-blockers, calcium channel blockers). In this case, the exact cause for the reported complete heart block cannot be confirmed, however, is likely related to the procedure itself. The patient does not have a significant history of heart disease, and it is unknown if the patient's hodgkin's and non-hodgkin's lymphoma could have been a contributing factor. No additional actions are possible at this time.

Event description:
As reported via the (B)(6) clinical trial, one day s/p transaortic valve replacement (tavr) procedure, the patient developed right bundle branch block (rbbb) which progressed to complete heart block (chb) three days later. Initially, a transvenous pacer (tvp) was put in place. Subsequently, a permanent pacemaker (ppm) was implanted to resolve the event.